Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after disconnecting the ilet for approximately 15 minutes and administering a manual 4-unit insulin injection following a high glucose after breakfast; the device alerted for a low glucose, and education was provided to disconnect for at least 1.5¿2 hours if giving a manual bolus to avoid insulin stacking. Symptoms included no reported clinical symptoms associated with the low glucose. Outcomes included correction with oral glucose without the need for outside assistance or medical intervention. Investigation included complaint intake review and user education on meal announcement and manual dosing practices. Investigation of this case revealed that user technique contributed to the event, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with hypoglycemia of undetermined origin related to user dosing behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.